Event description:
It was reported that the pre-hospital discharge test revealed the pacemaker switched to unipolar pacing polarity for both the right atrial (ra) and right ventricular (rv) channels. The polarity was manually programmed back to bipolar, but the pacing impedance showed undefined resistance on both channels. A revision was performed where it was discovered that there was blood inside the connector of the pacemaker. As the patient was in atrial fibrillation (af), it was decided to explant the ra lead. The pacemaker was explanted and changed to a single chamber system. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr03 implantable pulse generator: (B)(6) 2013. 407652 implantable pacing lead: (B)(6) 2013. (B)(4).